Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was that a stem patient during intra-aortic balloon (iab) therapy had an "autofilling and zeroing" alarm generated. Multiple attempts were made to reposition iab. Ultimately the iab was replaced to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
08/23/2017 (B)(4): the product was returned with the membrane completely unfolded and traces of blood on the exterior. The extender tubing was returned cut in two parts. The optical fiber was found to be broken within the catheter tubing approximately 67.3cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation was unable to confirm the reported ¿auto fill failure¿ alarm. The optical fiber was found to be broken, confirming the reported ¿unable to calibrate sensor iab¿ alarm. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was that a stem patient during intra-aortic balloon (iab) therapy had an "autofilling and zeroing" alarm generated. Multiple attempts were made to reposition iab. Ultimately the iab was replaced to continue therapy. There was no injury or harm to the patient.